Event description:
The field engineer reported that the system was displaying collimator errors and the system was rendered inoperable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator and the fluoro functions board. The system operates as intended.